Event description:
It was reported that the tips of two (2) guide wires broke off during an open reduction internal fixation (orif) procedure of the medial malleolus. The fragment was very small, so the surgeon planned on using the 3.0mm cannulated screws. Both guide wire tips subsequently broke off while the surgeon attempted to re-direct them for correct positioning. The surgeon discovered the issue when the wires failed to advance. X-ray images confirmed the broken tips. It was reported that 75% of the tips from both threaded guide wires remain in the patient¿s bone. There was a surgical delay of 10-15 minutes. A 4.0mm cannulated screw was ultimately used with a slightly larger guide wire and the procedure was successfully completed. The surgeon attributed the breakage to the patient¿s dense bone and indicated ¿challenges due to her size in terms of directing the wires.¿ this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Remainder of the complainant parts were discarded and are no longer available for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.